Event description:
The patient reported that the previously working patient activator was no longer working. The batteries were replaced, to no avail. The patient activator was replaced. It was also reported, a few days later, that a new return label was ordered by the patient, and a label was sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.